Manufacturer narrative:
On august 23, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant had a crease/fold on the posterior view. Additionally, a tear was identified within the crease measuring approximately 3 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 27, 2021, mentor became aware that the patient is rescheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 550cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device.

Manufacturer narrative:
On july 20, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 8, 2021, mentor became aware that the patient is rescheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device. Manufacturer's reference number:(B)(4).